Event description:
The spouse called and said the suspect device read too high and spouse gave the pt too much insulin. Emts were called and they treated pt with glucose paste. Pt also drank orange juice with sugar. The suspect device read 258 mg/dl and the emt's meter read 42 mg/dl. Controls were not used. The device was replaced and requested to be returned for eval.